Manufacturer narrative:
The device was returned to zoll; review of the device's history log found occurences of battery messages that consistent with the customer report; however the device was put through extensive testing without duplicating the malfunction. The customers batteries were not returned for evaluation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently shut down inappropriately. Complainant indicated that there was no patient involvement in the reported malfunction.